Event description:
It was reported that the patients spinal cord stimulation (scs) lead migrated. The physician assessed that the migration was interfering with the bluetooth antenna of the scs implantable pulse generator (ipg), which in theory prevented ipg charging and connection with the remote control. The patient underwent a revision procedure in which the lead was repositioned. The ipg was not revised during the lead repositioning procedure, and no devices were implanted or explanted. The patient was doing well postoperatively.